Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection in cable unit. The event can be prevented by following the instructions for use which state: never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage¿. "Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the 4k camera head had no image. The issue occurred during an otolaryngology diagnostic procedure. There was a 20-minute delay as the 4k camera head and equipment were replaced with high-definition equipment as the user facility did not have a back-up 4k camera head. The intended procedure was completed with no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned to olympus. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the 4k camera head had no image. The issue occurred during an otolaryngology procedure. There was a 20-minute delay as the 4k camera head and equipment were replaced with high-definition equipment as the user facility did not have a back-up 4k camera head. The intended procedure was completed with no reports of patient harm.